Event description:
A physician reported a patient who was treated on 12/19/96 in the glabella. During the procedure the physician observed an immediate blanch. Treatment was discontinued. As the area necrosed, the physician intervened with good wound care topically. The physician last saw the patient in 01/97; at that time, the involved area was crusted. On 06/18/97, it was alleged that the patient was left with a scar at the glabella.